Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Additionally, it was reported that the graftmaster was used past the expiration date. It should be noted that the graftmaster rapid exchange (rx), coronary stent graft system, domestic instructions for use, (IFU) states: note the product use by date specified on the package. The investigation determined that the reported device expiration issue appears to be related to the use error. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that on (B)(6) 2016, the patient presented with a free perforation with extravasation in the right coronary artery. As pre-planned due to the large size of the perforation, three rx graftmaster covered stents (3.5x26, 2.8x19, and 2.8x16) were all implanted, and sealed the perforation. There were no device issues and no adverse patient sequelae related to use of these devices. Post-implantation, it was noted that the 2.8x19 rx graftmaster stent had expired on 03/31/2016. As of (B)(6) 2016, the patient is reportedly doing well. No additional information was provided.